Event description:
It was reported that a user's motion tablet was not functioning properly and the problem was isolated to the usb serial adapter cable. No patients were affected. The suspect usb cable has been returned to the manufacturer and is currently undergoing product analysis.

Event description:
Analysis revealed a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.